Event description:
It was reported that the shock impedance had increased from 70 ohms to 130 ohms. The electrode had migrated. The doctor elected to explant and replace the electrode with a new one. This was done successfully. There were no additional adverse patient effects.